Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was both mildly calcified and tortuous and 75% stenosed. The nc traveler balloon was advanced to the lesion without issue. During the first inflation the balloon ruptured at 12 atmospheres (atm). The device was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. The procedure was completed with a non-abbott balloon. No additional information was provided.